Event description:
This ra lead was implanted on (B)(6) 1986 and was capped on (B)(6) 2011 due to lead fracture. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).